Event description:
It was reported that this inflatable penile prosthesis (ipp) presented with the pump not working as a result of fluid loss. The ipp was explanted and replaced. There were no patient complications reported.